Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of e2402 was used to capture knot at the distal end of the intestinal tube. Intestinal ulcer, intestinal tube knot and perforation are a known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient experienced pain when trying to mobilize the intestinal tube. On (B)(6) 2024, a CT scan was done which showed that the intestinal tube was knotted and buried within an ulcer. The patient was scheduled for a laparotomy for removal of the tube. On (B)(6) 2024, the patient was in the hospital, and, for unknown reasons, the procedure to remove the tube could not be done. The patient reverted to oral parkinsons disease medication.